Event description:
During the follow-up, an electrogram was retrieved which showed the device had charged, but not delivered therapy due to "return to sinus" during redetection. An insulation anomaly is suspected.